Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system, it was found leakage during infusion. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found leakage during infusion.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system it was found leakage during infusion. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found leakage during infusion.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8171159. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.